Manufacturer narrative:
(B)(4). Received catheter was visually inspected and is in good condition with no damages. Catheter was tested and passed electrical and leakage tests. Catheter was tested and passed eeprom data, carto 3 and recalibration tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint condition cannot be confirmed.

Event description:
When we plugged the lasso nav into the front of the piu, all the signals disappeared, all intracardiac and body surface signals on the c3 system and the recording system. All cables and bs electrodes were checked and system was rebooted. Only when the lasso nav was exchanged did the signals resume their normal appearance. It was also noted that electrodes 17 and 18 were black on lasso nav and were not able to be located by the system.

Manufacturer narrative:
The facility did not provide further information regarding the patient or the procedure. If the single use product is returned to bwi, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. (B)(4).